Manufacturer narrative:
The complaint of unintended material on the IV catheter was confirmed; however, the source of the material could not be determined from the six samples that were provided for investigation. As the samples were received in open packages, the IV catheters were decontaminated in a bleach solution. A microscopic examination of the samples revealed dark material on the external surface of the 22g nexiva IV catheter tubing along with other fibers. The origin of the material could not be determined due to the sample condition. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Black residue on outside of catheter. One IV was subsequently removed from patient after staff identification.